Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 481 mg/dl at the time of incident. Customer also stated that the insulin pump had no delivery alarm and trouble shooting was performed and issue was resolved by changing complete set. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased)act, esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had minor scratched lcd window.